Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that there was no telemetry during an attempt to interrogate the implantable pulse generator (ipg) and that the device had possibly reached end of life (eol). The patient was reportedly told approximately a year ago that the ipg was in need of replacement. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.